Event description:
The dentist reported the abutment screw fractured.

Manufacturer narrative:
Visual inspection of the iunihg certain® gold-tite® hexed screw by the complaint investigator confirms the screw has fractured at approximately the first thread.the hex drive appears slightly used but undamaged. DHR review could not be completed due to lack of lot number. No technical root cause can be determined. (B)(4)